Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available.

Event description:
It was reported that an unknown quantity of vial mate reconstitution devices' blue port disconnected after attaching it to a 250 ml sodium chloride single bag. Some of the cases were reported to have occurred after dispensing the sodium chloride into the patient. It was observed that the devices do not permanently lock into place. It is unknown if there was patient involvement; there has been no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The actual sample was not returned, however a companion sample was returned for evaluation. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: a companion sample was received for evaluation. The sample was visually inspected and functionally tested. The customer reported condition could not be confirmed during product evaluation. Therefore a cause could not be identified.